Event description:
Patient death occurred approximately 45 months post index procedure and not 33 months as previously reported. It is reported that the patient suffered from increased cardiac enzymes approximately 44 months post index procedure which required hospitalization. The investigator has assessed that the event was not related to the device. The event was unresolved.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Evaluation, results and conclusions: inherent risk of procedure - (cva/stroke). (B)(4).

Event description:
It was reported that approximately 40 months post index procedure patient suffered a stroke and was treated with medication. Investigator assessed the event was not related to study device. Patient recovered.

Event description:
During index procedure the patient had 2 endeavor sprint drug-eluting stents implanted to the lad. Approximately one month procedure, the patient was rehospitalized due to stroke. Patient was treated with medication. Investigator indicated that the reported event was not related to the study device. Approximately 33 months post index procedure patient death occurred. Cause of death cell b lymphoma. Investigator indicated that the reported event was not related to the study device

Event description:
Cec adjudicated previously reported death event as cardiac death due to congestive heart failure.

Manufacturer narrative:
(B)(4).